Event description:
It was reported that the caller was questioning the non-magnet egm of a newly implanted pacemaker. The egm was showing "dashed, veritical lines." Technical services explained that this could indicate a loss of telemetry. The patient had symptoms. Further investigation did not yield any additional information. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial report for this complaint was timely submitted on 08/10/2011; however, the incorrect suspect medical device was reflected. Therefore, correction to the device involved is being made to accurately reflect model adsr01 accordingly. Consequently, the initial report submitted on 10aug2011 mfg report number (B)(4) with incorrect model carelink congo is being redacted and therefore should be disregarded. Supplemental (initial) report submitted 10/10/2011 for the correct device adsr01 associated with this reportable complaint should be considered.